Manufacturer narrative:
A video was provided. The lens was implanted with no abnormalities observed. No foreign material was observed. A very small reflection was observed near the center, which was only visible intermittently. This may have been a light reflection from a small surface anomaly. Due to the movement and glare it is unclear the exact area of interest. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following the intraocular lens (iol) implantation, a small white foreign material was confirmed on the upper left of the center of the iol. The surgery was completed without product replacement. The sample was not available since it still remains in the patient' eye. Additional information has been requested.